Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported capture issue could not be conclusively determined. (B)(4).

Event description:
Due to a settings issue, the device was unable to discriminate loss of capture and periods of asystole were noted on the ECG. The device was reprogrammed to resolve the issue and the patient condition was good.